Event description:
It was reported that the pump touch screen was shattered and unreadable after the customer took the pump out of their pocket. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.